Event description:
It was reported that the device was fractured. The target lesion area was located in the liver. A 180cm renhf 135cm 10 preload renegade hi-flo catheter infusion was selected for use in a trans-arterial chemoembolization. During preparation, the device was unpacked. However, it was noted to be fractured. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device showed two kinks located 33.3cm and 79.7cm from the hub. There were also multiple kinks and bends from the tip to proximal 19cm. No fracture was noticed. Inspection of the remainder of the device apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the device was fractured. The target lesion was located in the liver. A 180cm renhf 135cm 10 preload renegade hi-flo was selected for a trans-arterial chemoembolization. During unpacking, it was noted that the device was fractured. The procedure was completed with another of the same device. No patient complications reported.